Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported his transmitter was not functioning correctly. Customer stated the transmitter had a crack and was causing to gave wrong readings. No blood glucose level provided. No further information to report.